Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for an unrelated reason. Remote monitoring noted oversensing noise. Based on programmed settings it was suspected that this was a chronic issue. No further intervention was reported. The patient was stable.

Event description:
New information received noted the patient presented in clinic for follow up. Programming changes were made to address the sensing anomaly. The patient was stable throughout and will continue to be monitored.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2020 for the ongoing noise issue. The patient was in stable condition post-procedure.

Manufacturer narrative:
Additional information: the reported event of ¿oversensing noise¿ was confirmed. A partial lead with the distal portion measuring 45.6 cm was returned for analysis. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 40.3 ¿ 40.5 cm from the distal tip consistent with lead friction to the device can.